Event description:
Respiratory therapy reports problems with the avanos microcuff endotracheal tubes, in adult sizes 6.0mm, 7.5mm, and 8.0mm. The 15mm connector, where the ventilator or o2 source connects, disconnects from the neck of the ett. The 15mm connector appears to become loose from the neck of the ett when warmed in the airway. When this occurs, the patient is not effectively being ventilated. At least one patient has had to be re-intubated in order to continue ventilator treatment. Overnight on [redacted date], there was a patient in the medical ICU who coded post intubation. While taking the colormetric off and placing the emma, the blue piece just popped off. The respiratory therapist was able to get the connector back on quickly.